Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And missing piece of shell assessed, as inconclusive. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Event description:
Physician reported, right side rupture. Device has been explanted and replaced.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.